Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. The device was not returned and the lot number was unknown; therefore, a device analysis could not be completed. However, an incomplete connection of the supply bags was reported, which is a known cause of alarm. Proper user instructions are addressed in ¿the homechoice and homechoice pro apd systems patient at-home guide¿ which is shipped with every homechoice device. The guide instructs the user to check all disposable set connections for a secure fit before beginning therapy. The guide also provides step-by-step instructions for properly connecting the solution bags. A formal review of the label for the product family will be conducted. Should additional relevant information become available, a follow-up report will be submitted.

Event description:
It was reported that a system error (se) 2240 alarm (air in set / line) occurred on the homechoice (hc) device during fill seven of seven of peritoneal dialysis (pd) therapy. The home patient (hp) was connected at the time of the alarm. The hp informed the technical service representative (tsr) that they forgot to add a bag. During the troubleshooting, it was determined that the bags were not properly connected. The tsr explained the alarm to the hp and assisted the hp in clearing the alarm. The tsr advised the hp to dispose of the current set up and to start over with new supplies. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.